Manufacturer narrative:
Evaluation: evaluation of the returned product found that the box stitching that holds the wrist buckle to the blue hook is broken. However, the buckles lock and open as they should. The customer did not return the key they were using with this product. Note: instructions for use state that before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).

Event description:
Customer reported that it is difficult to insert the key into the lock. No visible damage on the locking mechanism reported. No pt incident or injury was reported.